Event description:
The customer reported via phone call that the battery cap was stripped on the insulin pump. The customer also reported they were hospitalized from (B)(6) 2015 for congestive heart failure. The customer stated the hospitalization was not diabetes related. Customer also reported their blood glucose declining to 49 mg/dl after being released from the hospital. The customer was able to treat their blood glucose with glucose tablets, food and juice. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.